Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation was not booting up. There is no report of injury or death associated with the event described in this complaint.